Event description:
Patient reported right side "encapsulation, benign lump, benign calcifications and folding of implant." Additionally, healthcare professional reported radial folds and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Calcification: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: crease fold observed. Additional observations: yellow particles observed in the gel. Deformation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Continued h.6 (health effect - impact code): f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "encapsulation, benign lump, benign calcifications and folding of implant." Additionally, healthcare professional reported radial folds and rupture. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "encapsulation, benign lump, benign calcifications and folding of implant." Additionally, healthcare professional reported radial folds and rupture. The device has been explanted.